Event description:
It was reported that the minicap had an inadequate amount of iodine. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4). The device was manufactured between 05/02/2014 and 05/09/2014. A companion sample was received for evaluation. A batch review was conducted on lot number gd896944 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed and found no issues. The presence of iodine was detected on the device. Functional pressure testing was performed on the pouch and no leaks were identified that could have compromised the seal or component integrity. Upon conclusion of the investigation, the sample was determined to meet product specifications. The reported issue could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.